Event description:
New information received indicates that after previous programming change, another instance of post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were recommended.

Event description:
New information received indicates that another instance of post-paced t-wave oversensing was observed through remote transmission. The patient was asymptomatic. Further programming changes were recommended.

Event description:
New information notes that the device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended and the device remains implanted.

Event description:
New information received indicates that programming changes were made to solve the post-paced t-wave oversensing.

Event description:
It was reported that crosstalk leading to intermittent safety pacing was observed during device interrogation. The device was reprogrammed successfully and there were no adverse consequences to the patient.